Manufacturer narrative:
B4:13aug2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty data acquisition printed circuit board assembly (da pcba). The bench technician replaced the da pcba to resolve the reported issue. The device passed performance verification testing. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The da pcba was returned for failure investigation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. After testing, it was determined that the component failure u6 created the error code 110a. A solenoid valve from the device was also returned for analysis. Visual inspection of the solenoid valve revealed no evidence of damage or contamination. The solenoid valve was tested, and no failures were identified. Upon further review, it was found that the reported issue was observed during testing. No patient was using the device when the failure occurred, and there was no delay to patient¿s treatment as a result of the reported issue. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a proximal pressure failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.